Event description:
Healthcare professional reported right side "any creases".

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture, malposition, crease/folding of implant was received on jun 22, 2021 with lot number: 3412095. Visual analysis of the returned device identified; deformation, white particles, voids between shell and gel, weight within specification. After autoclave cycle was identified: cloudy gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The crease/folding of implant condition that was indicated in the complaint was not observed, nevertheless deformation could be related to this event although, it is not considered a workmanship, since the device was explanted. Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and implant malposition.

Event description:
Healthcare professional reported capsular contracture baker grade IV and implant malposition. Device was explanted. This record is for the right side.